Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working because the cylinder had broken. The cylinder was explanted and replaced. No patient complications were reported.